Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This reamer is rounded and unable to use with the mbt adapter.

Manufacturer narrative:
Conclusion and justification status: the complaint states this reamer is rounded and unable to use with the mbt adapter. No adverse events or any delay in surgery time. No device was returned but photos were which confirmed that the device is worn. In addition an engineering assessment was received as stated above; as can be seen from the attached photos the reamer is badly worn around the connection point and the cutting edges. The lot I/d is a0109 (jan 2009) approx. 7yrs old. The assessment is that this complaint is due to wear and tear. The complaint shall be closed with a justified conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Post market surveillance is per sep (B)(4). Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.